Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedances. It was also indicated that the patient can feel the pacing while programmed unipolar. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient experienced muscle stimulation. The ra lead also had high thresholds, no capture, fracture, and suspected insulation damage. The lead was capped and replaced. No further patient complications have been reported as a result of this event.